Event description:
A healthcare facility in (B)(6) reported that the manometer on an rd900 neopuff infant resuscitator is out of calibration. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint manometer is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned manometer was visually inspected for damage and was tested for functionality and accuracy. Results: the pressure displayed on the manometer during testing was greater than the actual delivery pressure. A lot check revealed no other complaints of this nature for lot number 080709. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. The valve can become erratic if subjected to a large enough impact, for instance if accidentally dropped. Each neopuff is tested during production for the accuracy of its manometer component. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. The customer has been provided with a replacement manometer.